Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user stated she has had an issue with the bed since she has received the bed. The bed leans to the right side of the bed, more at the head section than the foot.